Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device 1); additional emdrs will be submitted to represent the bard/davol bard flat mesh (device 2), ventrio st (device 3), and the ventralex st (device 4). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). On (B)(6) 2014 - the patient had unspecified injuries related to a defect in the ventralex st (device 1), and underwent revision surgery. On (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 2). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 3). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 4). The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (devices 1 and 4), bard flat mesh (device 2), and ventrio st (device 3). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6)2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). (B)(6)2014 - the patient had unspecified injuries related to a defect in the ventralex st (device 1) and underwent revision surgery. (B)(6)2014 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 2). (B)(6)2016 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 3). (B)(6)2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 4). The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (devices 1 and 4), bard flat mesh (device 2), and ventrio st (device 3). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with reducible recurrent ventral supraumbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, "the hernia defect was identified. The peritoneal cavity was entered. The region was cleared of adhesions. A ventralex st (device #1) was placed intraperitoneally and sutured." (B)(6)2014 - patient was diagnosed with reducible recurrent ventral hernia thereby underwent open repair with the implant of bard mesh pre-shaped (device #2). Per operative notes, "the incisional scar was excised. The hernia bulge was identified and dissected down. The adhesions to the overlying mesh (device #1) was seen. The defect was closed with suture. The medial stitch of suture incorporated the margin of previous mesh (device #1) which was contracted. A piece of bard mesh pre-shaped (device #2) was placed and tacked circumferentially." (B)(6)2014 - patient visited hospital for subcutaneous hematoma beneath the incision and was drained. (B)(6)2016 - patient was diagnosed with multiple recurrent incarcerated supraumbilical ventral hernia thereby underwent open repair with explant of meshes (device #1 & #2) and implant of ventrio st (device #3). Per operative notes, "to the left of umbilicus, underlying fat and scar tissue with severing portion of mesh was noted. A hernia with fatty tissue to the left of incisional scar was seen. The defect into the peritoneal cavity was noted. No hernia noted to the right of umbilicus. Adhesions of omentum was seen. Portions of redundant mesh (device #1 & #2) were removed. Adhesiolysis was performed. A ventrio st (device #3) was placed intraperitoneally against anterior abdominal wall." (B)(6)2016 - patient was diagnosed with recurrent incisional umbilical hernia thereby underwent open repair with the implant of ventralex st (device #4). Per operative notes, "the incisional scar tissues were excised. Some scarring were noted toward the midline. A minute hernia was detected, portions of fatty tissues were excised. The properitoneal space was mobilized, the previous mesh (device #3) was seen with dense adhesions. A ventralex st (device #4) was placed and the defect was closed." Attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, meshoma, hernia recurrence and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of ventralex st, patient was diagnosed with hernia recurrence, hematoma, adhesions, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, hematoma, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #1). Additional supplemental emdr' s were submitted to represent the bard mesh pre-shaped (device #2), ventrio st (device #3), and the ventralex st (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.